Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was ¿doing well.¿

Event description:
It was reported that during a refill when updating the patient's pump the telemetry was not finished. The patient's pump remained on hold. The reason for the interrupted telemetry was not determined. The patient came to the clinic one day after refill with withdrawal symptoms and increased spasticity. The patient was hospitalized. The pump logs were read and showed incomplete telemetry after the refill session. The pump was reprogrammed. The drug in the pump was lioresal.

Manufacturer narrative:
Product ID neu_unknown_prog, serial#: unknown, product type programmer, physician. (B)(4).